Manufacturer narrative:
A DHR review could not be completed as the serial/lot number could not be obtained. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. The customer has not responded to three attempts made to obtain the device return status. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during an intrauterine device (iud) procedure, a single-toothed tenacula was positioned on the anterior cervix and held. The hysteroscope was introduced into the uterine cavity and the iud was noted to be implanted in the uterine wall with no strings observed. The iud was first grasped and attempted to be removed. However, one side of the grasper teeth broke and a different grasper was utilized to pull the iud down to the cervical canal and promptly removed. There was no harm or user injury reported due to the event.